Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the insulin pump gave motor position encoder error. Customer stated that drive support cap was normal and the customer's blood glucose was 178mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump with missing segment/partial display, problem isolated to lcd board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor position encoder alarm due to motor error alarm. Motor passed motor test.